Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The pt reported glare and halos following bilateral implantation of mi60 lenses. Info rec'd subsequently from referring physician indicated that pt was diagnosed with dysphotopsia. According to the physician the orientation of lenses did not change. Yag ou was performed but did not significantly resolve the problem. Prior to the yag procedure bcva ou was 20/20. This report refers to pt's right eye. Reference MDR #1119279-2012-00216 for the mi60lus implanted in the pt's left eye.